Manufacturer narrative:
The customer reported the starclose delivery device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: access site nodule. Time of symptoms/ae: approximately 2 weeks after procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure an unspecified procedure. Approximately two weeks post procedure, the patient was seen by a vascular surgeon for a raised nodule at the puncture site. No intervention was performed; the vascular surgeon told the patient to monitor the nodule for any changes. The patient, who is an orthopedic surgeon, decided to have the nodule lanced. Reportedly, "plastic or metallic particles were found in the fluid extracted from the nodule". Though requested, no additional information was available.